Manufacturer narrative:
A ge oec svc rep investigated the issue and removed and replaced the #3 power supply and the power motor relay pcb. The sys was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy sys had a vertical column that would intermittently not work properly.